Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'would have "possible over infusion " was not reproduced. A review of the event history log (ehl) revealed occurrences of no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a possible over infusion of dacogen during delivery in the oncology department. A 50cc bag was being used and they weren't sure if there was a manufacture defect with the bag. Pharmacist had it programmed as 60cc for period of 1 hr, it dispensed that amount in around 36 min. After checking amount left in bag, it should equate to close to the total near the one hour time. They ran the infusion next day and it ran fine. The patient had stated they had shoulder pain, non specific symptoms, benadryl given per doctor order. No additional information is available.